Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be the best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with recurrent left inguinal hernia and incisional infraumbilical hernia thereby underwent open repair with implant of perfix plug (device 1) and ventralex mesh (device 2). Per operative notes, "in the left inguinal area, through the prior inicision site, the hernia was identified and sac was excised and secured with sutures. A medium sized perfix plug mesh was placed in the hernia site and sutured to the lacunar ligament. The fascia was closed and secured with sutures. A cord lipoma was dissected free and floor of the canal was weakened with increased scarring, a synthetic mesh was placed in the floor of the inguinal canal and sutured to the pubic tubercle. The ventral hernia sac was dissected free and contents were reduced into the peritoneum. Adhesions to underside of the abdominal wall were lysed and a small ventralex mesh (device 2) was placed over the defect and secured in place with sutures." On (B)(6) 2011 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 3) and bard soft mesh (device 4). Per operative notes, "in the left inguinal region, through prior scar tissues, there was a weakness in the medial aspect of prior repair. This was reduced and a small perfix plug (device 3) was inserted into the spot and sutured. A piece of bard soft mesh (device 4) was placed as an overlay covering ths plug (device 3) using sutures. The two ends of meshes (device 3 and 4) were sutured together and approximated using sutures."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."